Event description:
It was reported that the dexcom g6 continuous glucose monitor (cgm) used with the ilet bionic pancreas experienced intermittent communication failure resulting in extended cgm signal loss, and the user was advised to toggle the sensor settings on the ilet; device components implicated included the electrical/magnetic system and antenna. The user experienced a glucose peak of 190mg/dl with no associated adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.